Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation. It was not possible to determine the root cause for the alleged breakage.

Event description:
It was reported that a blade broke into two pieces during an oral procedure. It was further reported that the blade was replaced and the procedure was completed successfully. No adverse consequences were reported.